Event description:
It was reported the patient underwent an open umbilical hernia repair procedure on (B)(6) 2008 and mesh was implanted. The patient developed a hematoma on (B)(6) 2008. No intervention was indicated. The patient developed a recurrence which was diagnosed (B)(6) 2010. A re-operation was performed on (B)(6) 2010. There is no other information available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.